Event description:
It was reported that a patient with this inflatable penile prosthesis ipp was unable to inflate or deflate the device and experienced a feeling of persistent erection. No additional information was provided.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4).